Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the blood glucose had been running high. The blood glucose reading was 530 mg/dl. The customer treated with an insulin pen and the blood glucose reading was 260 mg/dl at the time of the call. The customer reported that the drive support disk was normal and recessed. The customer declined to check for air bubbles or leaks, settings, or site and insulin issues. The insulin pump passed the high pressure test. The customer was advised to monitor the insulin pump and call if the problem recurs.